Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure a shaft breakage occurred. The lesion being treated was located in the left anterior descending artery (lad). The shaft of the liberté monorail coronary stent system broke during the pci. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., contact office name, device evaluated by MFR. Device evaluation: the liberte/veriflex was received inside a carrier tube (hoop) within a liberte/veriflex product pouch and shelf box that matched the information on the device. There was a complete separation of the hypotube. The hypotube separation was 19cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) stenting treatment procedure a shaft breakage occurred. The lesion being treated was located in the left anterior descending artery (lad). The shaft of the liberte monorail coronary stent system broke during the pci. No patient complications were reported and the patient's status is fine.